Event description:
The manufacturer was contacted in reference to product related to dreamstation 2 CPAP. The manufacturer received information alleging device shutting off and not working. Additionally, it was reported there was water coming from the blower. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to product related to dreamstation 2 CPAP. The manufacturer received information alleging device shutting off and not working. Additionally, it was reported there was water coming from the blower. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service centre. Observed the pca has functional failure and contamination . The customer complaint was reproduced. There was eighty four error codes has been identified. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.